Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement is reported on medwatch MFR report #2916596-2017-03060 unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 11 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient woke up to the lvad system producing pump off and low flow alarms on (B)(6) 2018. The patient successfully exchanged the system controller in response to the alarms and remained connected to batteries. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file which contained data from (B)(6) 2018 through (B)(6) 2018 and observed 29 pump stoppages and 11 low speed operations below the low speed limit of 8600 rpm. All the events occurred while the patient¿s vad system was connected to a power module. The customer reported that the patient had a known short to shield issue and was previously provided an ungrounded patient cable due to a percutaneous lead (driveline) replacement in the past, but was not using the ungrounded patient cable as advised. The customer confiscated the grounded patient cable and informed the patient to only use the ungrounded patient cable while on power module support. As of (B)(6) 2018, the patient was doing well at home. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed data that is consistent with the reported event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.